Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s continuous glucose monitor (cgm) displayed a blood glucose value of 386 mg/dl after the patient ate more than usual but announced a usual-sized meal, and the ilet was expected to deliver corrective dosing per standard operation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported alarms, no reported injuries, and no hospitalization. Investigation included a user communication and troubleshooting focused on meal announcement accuracy and device behavior. Investigation of this case revealed user error related to incorrect meal size announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error regarding meal entry.